Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The blood glucose reading at time of call was 438mg/dl. Troubleshooting was performed. Ran a displacement, manual prime, and self test and the tests passed. It was stated that the customer was treated with manual injections and his blood glucose dropped to 405mg/dl. A follow up was completed and found that the customer had an intermittent motor alarms over (B)(6). Advised that the customer should discontinue use of the insulin pump and revert to back up plan. During the call, it was found that the customer was hospitalized due to diabetes ketoacidosis over (B)(6). The blood glucose reading was 232mg/dl. It was stated that the customer was experiencing high glucose for (B)(6). The customer's most recent glucose reading was 209mg, and he has treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.